Event description:
It was reported that the pump touch screen timed out faster than expected. Additionally, the touch screen was unresponsive. There was no impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.